Event description:
During implant, the physician had difficulty positioning the lead due to the patient's condition. On the third attempt, the lead was positioned with a threshold of 3.0 v. When auto capture was set up, no capture was found. In 2009, a CT scan was performed, revealing perforation and pericardial effusion. The physician elected to leave the lead implanted and observe the patient, as the pericardial effusion was minor, and the patient was at risk due to advanced age.

Manufacturer narrative:
Na